Manufacturer narrative:
One device was returned for analysis of complaint that pump displayed cassette not attached error. Review of event log found cassette not properly attached error. No service records were found in the last 12 months. Confirmed complaint by performing visual and functional tests. Found the dso sensor is defective causing the error. Replaced dso sensor, dso bezel, and dso seal.

Event description:
It was reported that pump displayed "cassette not attached" error. Analysis found the downstream occlusion (ds) sensor was defective causing the error. There was no patient involvement.